Event description:
Facility reported that 12 patients complained of the needles causing more pain and bleeding around the needle then their previous medisystems needle (bought from baxter). Head nurse stated that jms needle tip or bevel is bigger, wider. Three patients infiltrated and 1 patient experienced post dialysis bleeding at home and called 911.